Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were observed. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. Disassembly of the needle showed insufficient vacuum insulation of both sleeves. No relation was found between needle assembly processes and the vacuum loss phenomena.

Event description:
While using 3 iceforce needles during a cryoablation procedure, the needle shaft started to collect ice on 1 needle 2-3 minutes into the first freeze cycle. A sterile gauze was placed on the shaft to melt the ice and continue with the procedure. The procedure was completed with no injury to the patient. The needle will be returned.

Event description:
While using 3 iceforce needles during a cryoablation procedure, the needle shaft started to collect ice on 1 needle 2-3 minutes into the first freeze cycle. A sterile gauze was placed on the shaft to melt the ice and continue with the procedure. The procedure was completed with no injury to the patient. The needle will be returned.